Manufacturer narrative:
One portex tubes blue line ultra was returned for analysis in used condition. No discrepancies were observed upon visual inspection. The cuff was then inflated with a syringe while submerged underwater; a burble was observed coming out of the cuff. Relevant documents and manufacturing documents were reviewed and deemed adequate. The cuff assembly operation and the inflation line assembly operations were both reviewed; no discrepancies noted. Inflation testing was audited on 32 units to verify that the inflation test was properly performed; no deflated cuffs were noted. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface.

Event description:
Information was received indicating that following placement of a smiths medical portex blue line ultra tracheostomy tube, the customer observed that the cuff air pressure was lower. It was reported that the low air pressure was usually observed during the night, while on an artificial respirator. Subsequently, three days following use, the trach tube was removed with no reported adverse patient effects.